Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. (B)(4).

Event description:
It was reported that the customer¿s insulin pump had blank display. The blood glucose of the customer was 8.1 mmol/l. It was reported that the battery ran low and after inserting the battery display did not returned. Customer stated that the battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. The customer reported that the display returned after the insulin pump restart. The device will be returned for the analysis.